Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 70 bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced foreign matter contamination and 1 bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube experienced no label or missing label information. Product defects were noted prior to use. The following information was provided by the initial reporter: fm in gel x69, damaged tube ×16, defective marking x1, spot in tube x2, dirty tube ×1.

Event description:
It was reported that 70 bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced foreign matter contamination and 1 bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube experienced no label or missing label information. Product defects were noted prior to use. The following information was provided by the initial reporter: fm in gel x69. Damaged tube ×16. Defective marking x1. Spot in tube x2. Dirty tube ×1.

Manufacturer narrative:
H.6. Investigation: bdj received actual customer samples to be evaluated and 7 photos from the customer facility. The samples and photos showed the customer¿s failure mode of: embedded foreign matter, foreign matter, damaged, printing, and foreign matter- ink. Additionally, all customer samples were evaluated by visual examination and the indicated failure modes with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.